Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture while washing her dog. The buttons on the insulin pump were unresponsive. The issue occurred three weeks ago and was treating with manual injections. The insulin pump was making a constant tone. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display and constant tone alarm due to moisture damage on the electronic assembly. Unable to verify the button keypad anomaly due to the blank display. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.